Event description:
During a pfa ablation procedure, deflection issues resulted in the procedure being cancelled. Isolation was completed on 3 of the 4 veins. While advancing the sheath to the right inferior pulmonary vein (ripv), the deflection stopped working, the sheath was no longer able to be deflected. The physician attempted to use a different curve but the issue was not resolved. The physician decided to stop the procedure without completing isolation of the ripv.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. The steering mechanism was actuated in both directions; however, the sheath tip was only able to deflect in one direction. The handle was disassembled to enable further visual inspection. The right pull wire was pulled proximally with no resistance and was determined to be detached from the pull ring. The pull wire was able to be removed proximally from the sheath. The detached pull wire is consistent with the lack of deflection observed.